Event description:
A high reading issue with the abbott diabetes care (adc) device was reported. The customer received a high reading message of 'hi' (reading > 500 mg/dl) on the adc device compared to an unspecified reading obtained on the competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms such as "feeling bad" and weakness but was able to self-treated by eating. The customer administered insulin (dose/type unspecified) as a counter treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a glucose reading by adc device sensor scan of 15.40 mmol/l was compared to a blood glucose test performed on the competitor brand meter with a result of 3.70 mmol/l, which when the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The length of adc device was four days.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.